Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitivity troponin-I and provided the following data for 1 patient: it was reported that a patient received treatment due to an elevated troponin result. The details of the treatment include that there was an unspecified medication used. The customer is not aware of any harm that occurred to the patient. The customer had no information regarding patient admitting diagnosis/chief complaint, past medical history, and reported that there was no information provided if the patient was experiencing any cardiac symptoms (i.e. Chest pain, abnormal EKG, etc.). The customer reported that there was no history of elevated troponin or cardiac issues/diagnoses. Age and gender not provided. Laboratory information: customer reference range is 3.5-7 ng/l . On (B)(6)2026: sid (B)(6) result was <4. Sid (B)(6) result was 664. It was reported that the patient received treatment. On (B)(6) 2026: sid: (B)(6) result was <4. When repeated on another analyzer, the result was <4. The sample that initially generated the elevated result (sample ID (B)(6) was repeated on another analyzer and the result was <4. The elevated result was corrected to <4. No further impact to patient management was reported.

Manufacturer narrative:
The customer inspected and replaced the arc, probe resolving the issue. Issue resolution was verified with passing qc and precision runs. The arc, probe was determined to be the likely cause of the issue. No additional result issues have been reported since the parts were replaced. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr processing module and arc, probe did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module, serial number (B)(6), and arc, probe was identified.

Event description:
The customer observed falsely elevated architect stat high sensitivity troponin-I and provided the following data for 1 patient: it was reported that a patient received treatment due to an elevated troponin result. The details of the treatment include that there was an unspecified medication used. The customer is not aware of any harm that occurred to the patient. The customer had no information regarding patient admitting diagnosis/chief complaint, past medical history, and reported that there was no information provided if the patient was experiencing any cardiac symptoms (i.e. Chest pain, abnormal EKG, etc.). The customer reported that there was no history of elevated troponin or cardiac issues/diagnoses. Age and gender not provided. Laboratory information: customer reference range is 3.5-7 ng/l. On 7 feb 2026: sid (B)(6) result was <4. Sid (B)(6) result was 664. It was reported that the patient received treatment. On 8 feb 2026: sid: (B)(6) result was <4. When repeated on another analyzer, the result was <4. The sample that initially generated the elevated result (sample ID (B)(6)) was repeated on another analyzer and the result was <4. The elevated result was corrected to <4. No further impact to patient management was reported.